Event description:
Customer reported the user found the maxzero disconnected form the patient's IV tubing resulting in leakage and blood back up. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.